Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode upon interrogation. The cause of the backup vvi was unknown. A device download was performed successfully to resolve the issue. The patient was stable before, during and after the download.